Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colectomy procedure the lf1637 was not working correctly. The surgeon stated the ligasure device was not "bubbling", almost as if it was working at a lower power setting, even though they were getting a complete seal notification or end tone. The surgeon decided to convert the procedure from laparoscopic to open because the vessel seal integrity was questionable as the tissue did not denature as the surgeon was used to seeing even though end tones were heard. There was no patient bleeding. Additionally used in the case were two forcetriad generators, one vlftgen generator, two lf1637 ligasure devices (this report & (B)(4)), one lf1737 ((B)(4)), and finally one lf4318 ((B)(4)) after the procedure was converted. The injury was reported on the lf1737 under (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found no defects. The reported condition of incomplete sealing was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. Date of 1st follow-up report: 17feb 2017. Date of 2nd follow-up report: 17 feb 2017. Evaluation summary. The lot number of the device is not known therefore, a review of manufacturing non-conformances could not be performed. Revised evaluation summary is included below. The device was received for evaluation. Visual inspection found no defects. The reported condition of incomplete sealing was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. A review of the manufacturing non-conformances could not be completed for this device because the lot number is unknown.